Manufacturer narrative:
(B)(4). A representative sample was returned for evaluation. The sample was visually and functionally examined for tensile strength and the sample met the requirements. In addition, an in-vitro test was performed and the result is within the absorption profile of the suture material. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent arthrodesis of toe on an unknown date and suture was used. The surgeon opines that the suture did not absorb as expected. The patient had a wound revision approximately 4 weeks post op with removal of the non-absorbed subcutaneous suture. The wound presented a fistula formation. The patient's wound has now completely recovered.